Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was visible moisture behind the display lens. The keypad cover was noted to be torn below the contrast button. There was evidence of moisture contamination in the battery compartment and on the underneath side of the battery cap that was returned with the pump. On testing, the pump was unresponsive with no audible tone, no vibration and a blank display screen. All the keypad buttons were unresponsive to input. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Leak testing revealed a leak at the tear on the keypad cover. The pump was opened for investigation and revealed evidence of moisture contamination throughout the interior of the pump. Complete functionality testing was not possible due to the moisture ingress inside the pump.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: keypad damage with unresponsive buttons and button contact contamination.